Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The patient reported that his heart rate been 100 beats per minute for "about 6 weeks." He went to the hospital and was impatient. He understands the pace maker was working fine. His medications were changed and has had a lot of side effects and heart rate has gone down, but is feeling other symptoms (hears beating in ears and hot feeling on left side of body). Questioned if pacemaker is still working, it was last checked in (B)(6). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have pcb contamination . If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.